Event description:
Knee protheses removed due to pain for 2 patients. Replaced with another total knee prostheses.

Manufacturer narrative:
Device history record was not reviewed because devices were not returned and reference numbers were not referenced. Devices were not returned for analysis. Root cause of pain could not be determined. This is the initial and final report submitted regarding this surgical event and medical device.